Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000823, serial/lot #: unknown. No patient involved. A medtronic representative went to the site to test the equipment. The system failed the mechanical inspection test due to mvs computer related issue: hdd1 was not visible in bios. Hdd1 was removed from bay1 and re-inserted then hdd1 was visible in bios and pc did boot properly. It was determined the issue was with bay1. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the mobile viewing station can not boot. There is a message "reboot and select proper boot device or insert boot media in selected boot device and press a key". No patient present at the time of event.